Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to prime alarms.

Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 297mg/dl. Troubleshooting was performed. The customer stated that device alarmed, and her blood glucose has been low as 79mg/dl for a week. The customer stated that she is getting too much insulin at one time and not enough at another time. The drive support cap appears normal. Advised the caller to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.